Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the device will be explanted due to eos status approximately 127 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be update.